Event description:
It was reported that a clinical study control patient underwent an acdf procedure at levels c5-c6 and c6-c7. The following post-operative event was reported: post op visit date-2007-(B)(6) ae onset date: 2007-(B)(6) ae description: patient with complaint of sore throat causing difficulty swallowing medication: yes bedrest: yes; referred to specialist other treatment: soft diet hospitalization: yes additional treatment: pt remained in hospital for 3 days for soft diet and bedrest ae outcome: resolved description: by time of dicharge pt. States sore throat improved and tolerating soft diet post op visit date-2009-(B)(6) ae onset date: 2007-(B)(6) ae description: patient notes ongoing neck pain since (B)(6) 2007 which now travels into the left trapezius muscle. Referred to specialist: yes description: patient was referred to the pain clinic. MRI is recommended if he would fail to improve post op visit date-2010-(B)(6) referred to specialist: yes physical therapy: yes injection: left c5 nerve root block (B)(6)-2009 right c4-5 facet inj. (B)(6)-2009 left c5-6 intrarticular facet inj; 10/21/unk interlaminar epidural at c7-t1 on (B)(6) 2009 and (B)(6) 2010 other treatment: nm bone spect done on (B)(6) 2009-CT cervical (B)(6) 2010 additional treatment: interlaminar epidural at c7-t1 with 80mg depo-medrol by pain specialist on (B)(6) 2009. Nm bone spect showed incre ased uptake likely in c4-5 disc as well as c7 vertebral body and left c5-6 facet joints. CT scan revealed incomplete fusion between c6 and c7. Description: minimal pain relief with epidural-patient has been sent for a new MRI of cervical spine. Lt. C5 helped lt shoulder quite a bit but neck pain only modestly. Rt c4-5 helped reduce pain. MRI was scheduled for (B)(6)-2010. No result as of this visit. Additional comments: patient current taking: gabapentin, tizanidine, darvocet, arthrotec, metoclopramide, dicyclomine, acipher and is off orphenadrine and vicodin post op visit date-2012-(B)(6) medication: yes referred to specialist: yes other treatment: MRI on (B)(6)-2010 and (B)(6)-2011-emg (B)(6) CT on (B)(6)-2011 xrays on (B)(6) 2010 and (B)(6)-2011-collar additional surgery: posterior cervical laminotomy, foraminotomy c6-7, 7-t1 on left with wiring c6-7 fusion with iliac crest bone graft additional surgery date: (B)(6) hospitalization: yes additional treatment: medication on discharge flomax, oxyir, valium, vicodin, robaxin. Flexeril 10mg prescribed on (B)(6) 2010 continuing neurontin, darvocet, zanaflex and voltaren description: MRI and CT show degenerative disc at c3-4 with foraminal encroachment. Emg was normal, no c8 radiculopathy. Mild cts on left additional comments: ongoing neck pain with radicular pain in shoulder, arm and hand. No sign of nerve root compression. Continue pain management. Post op visit date-2013-(B)(6) injection: trigger point at c3-6 with toradol c4 transforaminal injection with decadron on (B)(6) 2013, (B)(6) 2013; other treatment: MRI (B)(6) 2013 CT/bone scan (B)(6) 2013. Additional treatment: MRI showed foraminal encroachment bilateral at c3-4 CT/bone scan showed degenerative disc disease with bone turnover at c3-4 description: at the 84 month visit, patient continues with on-going neck pain.

Manufacturer narrative:
(B)(4): unk devices of multiple part/lot numbers were implanted during the procedure including: part: 876-713 / lot: unknown (x6) products from multiple manufacturers were implanted during the procedure. Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes.